Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop irritation in the lung airways. The patient has received medical intervention in the form of prescription for nasal spray. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.